Event description:
It was reported by the affiliate in germany that preoperatively to an unknown procedure on an unknown date, it was observed that the fms tornado micro handpiece with buttons device had an unspecified malfunction. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j employee. Investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: the motor is stuck and the buttons have no function. There is a short circuit in the cable. Per service reports, this complaint can be confirmed. The defective hand control set, defective motor cable, defective motor were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformance was identified. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.